Manufacturer narrative:
Refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that during a prostate procedure ¿fiber cap fell off inside the patient at 47980j.". Fiber was exchanged and case was completed with a second fiber, no patient injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the fiber exhibits moderate contamination, likely biologic; the glass cap and the metal cap are detached and returned; the glass fiber exhibits severe devitrification at the output window; the metal cap exhibits severe detritus buildup and severe char. The outer flow tube is damaged/melted at the distal end. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.